Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, 90% stenosed, de novo, proximal circumflex artery, two xience xpedition stent delivery systems (sds) were advanced together in a kissing stent technique to the left anterior descending (lad) artery and circumflex artery. It was noted that the 3.5 x 18 mm xience xpedition sds met resistance and the hypotube shaft portion outside the anatomy, proximal to the guide catheter became separated. The sds was removed from the anatomy; it was noted that the distal shaft had accordion. The second xience xpedition sds was advanced and deployed at the circumflex artery. The procedure was completed without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The shaft separation and twisted material were confirmed. The difficulty to position with another sds could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.